Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that an o2 pressure failed error message displayed on the central control monitor. Since the event occurred during routine testing, there was no pt involvement during this event.